Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirmed reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Piece of impactor broke off upon impaction during surgery, resulted in no delay. Item did break into 2 pieces, both retrieved. Was surgery delayed due to the reported event? --> no. Was procedure successfully completed? --> yes. Were fragments generated? --> yes. If yes, were they removed easily without additional intervention? --> yes.